Event description:
The following was reported to hamilton medical ag: the device alarmed with tf 231008 and o2 could be heard leaking from mixer assy. No patient involved.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome: it was reported that device alarmed for 'te231008 o2 valve leak'. Hissing noise can be heard from o2 mixer assembly. There was no patient involvement. The reported fault can be evidenced from attached device logs. No parts have been returned to hamilton medical ag for investigation. The o2 mixer assembly was identified as defective part by the technician on site. Replacement of this assembly resolved the issue. This case is considered as closed.